Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2024 it was reported by a sales representative via sems-06647738 that an ar-8943-15 depth device measuring tip broke after the case. This was discovered after the case with no patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8943-15, batch 021523, was received for investigation. Upon visual inspection, it was noted that the measuring tip was detached from the body and was not returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2015.